Event description:
It was reported that the user was unable to attach a connector to the ilet during a supply change, and a different connector from the same supply successfully attached, after which insulin delivery was resumed. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy beyond the brief troubleshooting period and no medical intervention. Investigation included basic troubleshooting and education on proper connector attachment. Investigation of this case revealed that the originally attempted connector was not attachable, while a replacement functioned as intended, indicating a single-component attachment issue localized to the connector. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device or use-related attachment issue isolated to the connector.